Event description:
It was reported to the manufacturer, by the end user, per the end user, that rn reported that patient was found on the floor early in the morning. Patient could not recall what happened. The top rail from a bariatric bed broke, the bottom rail went down and the patient fell to the floor. Used a hoyer lift to pick patient up to a new bed. Patient reported mild discomfort in the coccyx area but had normal pelvis xr and normal pelvis CT. Complaint (B)(4) was entered into our system.